Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified medication via gravity. The option-lock male adapter was connected to the pt's IV access site. The customer contact reported that after an unspecified length of while the nurse was disconnecting the tubing set from the pt's IV access site, the tubing separated form the option-lock male adapter. The pt's IV catheter was clamped. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.